Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. Additionally, the unit was contaminated with insects. The root cause for the contamination was ingress of an unknown liquid and ingress of insects. Life vest patient training materials have been updated as a reminder not to expose the life vest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was unable to charge a battery pack.